Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during lap gallbladder procedure, the clip would fire, but it would not clamp down on the vessel. Case completed with another device of the same product code. There were no patient consequences reported.